Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) ,alleging inaccurate erratic results compared to another device. One blood glucose reading of "220 mg/dl ¿ with the subject meter was given. This complaint is being reported because it is unknown if the results meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.